Event description:
It was reported that the pt experienced a loss of therapeutic effect after being "pushed into a sharp object." The pt was also unable to adjust stimulation. Add'l info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).